Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports (same product failure, different patients). Other mfg report numbers: 3013886523-2025-00100. 3013886523-2025-00098. A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2021. On (B)(6) 2025, a magnetic resonance imaging (MRI) revealed that the siphon guard had completely detached from body of valve, requiring revision surgery for explantation and replacement. The patient did not present signs and symptoms due to valve failure. Current status of the patient - no long-term damage.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation device history record (DHR) - the product code 82-8804pl with lot 5323909, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone housing around the siphon guard was cut/torn. The siphon guard was visually inspected marks were found on the siphon guard. The complaint is confirmed. Root cause analysis - the possible root cause for the issue reported by the customer, is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on housing. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.